Event description:
In the middle of the procedure, the catheter/ pim/ console stopped working with error message on the screen. We tried to disconnect and reconnect catheter but it did not work. We restarted the console and opened a new catheter to complete the procedure. Failed product had patient contact but no patient harm. Manufacturer response for volcano visions pv .014p rx digital ivus catheter, (brand not provided) (per site reporter). Product to be returned to manufacturer for evaluation.